Event description:
On (B)(6) 2018, customer reported that meter is giving high results.  Customer thought the strips were bad and went to go purchase new test strips. When the new test strips were used, the meter still gave high readings.